Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive three port through the peg jejunal tube was used during a jejunal tube placement procedure. The exact procedure date was unknown however it was reported that it was placed approximately three months ago. According to the complainant after many weeks the jejunal tube became clogged. There were no patient complications reported as a result of this event.